Manufacturer narrative:
(B)(4). Additional information: lot manufactured from 09/28/2014 to 09/29/2014. The actual device was not available; however, a photograph of the sample was provided for evaluation. Photographic inspection could reveal no issues with the device related to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor experienced a leak from the fill port. There was no patient involvement. No additional information is available.